Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified while based on the analysis, the alleged load fill tubing issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site resulting customer¿s bg level displayed as ¿low¿; however, a specific value was not provided. Reportedly, an ambulance transported customer to the emergency room (ER). Customer was treated intravenously with fluids of saline. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that intermittent cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy.